Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a calibration error was received and the transmitter does not blink when connected to the sensor. Customer does not recall any significant events leading to the error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting was done for error and was found that the cannula was bent. The customer was advised on proper insertion technique and to call back if the communication does not link with the transmitter and sensor.